Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported a loss of therapy. The patient wanted to have the implantable neurostimulator (ins) explanted because the therapy stopped helping with controlling the pain. There was a loss of pain control. Also, the patient started having more pain in other new areas. It was noted it had helped the patient with her pain for a year and a half, but now she was having more pain than before. The doctor was to take it out of the patient's back in november.